Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) gave an over temperature alarm message. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue until after the unit ran for several hours. The fse replaced the scroll compressor, but that didn't fix the issue. The fse determined that only after replacing new style safety disk with old style safety disk (from customers with stock) would allow the device to act normally. The device burned in for a week with a trainer and a test balloon. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
The suspected faulty safety disk was returned to getinge's national repair center (nrc) for failure investigation. A getinge technician inspected the safety disk per the cardiosave service manual and observe visual damage to the port of the safety disk. The nrc was unable to test the safety disk due to the damage of the port. The safety disk would be retained in the nrc per procedure. Additionally, the suspected faulty scroll compressor was returned to the nrc for failure investigation. The getinge technician inspected the scroll compressor per the cardiosave service manual with visual damage observed to the connector of the compressor. Due to the damaged connector, the nrc was unable to test the scroll compressor. The scroll compressor would be retained in the nrc per procedure.